Event description:
It was reported that this right atrial (ra) lead had exhibited a low p wave of 0.5 millivolt and a high pacing threshold of 4 volts (v) at 2 milliseconds (ms) or 5v at 1ms. This ra lead was surgically abandoned and successfully replaced with the same model, despite the patient's challenging anatomy. No additional adverse patient effects were reported.